Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with continued back pain and continued leg pain. The investigator noted the event as severe in intensity. Physician re-operated on the pt for lumbar fusion pedical instrumentation. The condition was reported resolved with treatment in 2000. The investigator noted this event as unrelated to the administration of adcon-l. The investigation did not specify a possible cause.